Event description:
The incident involved a microclave® clear neutral connector. When the reporter went into the room for the baby's 0200hr feed, the peripherally inserted central catheter (PICC) line bung was noted to be wet. Connections were checked and all were tight. Upon further inspection, some condensation was noted inside the bung and a visible drop of IV fluid noted on the bung. This was not noted on the last assessment or during hourly IV checks. A sterile bung change was performed as per unit policies. The cap on the device was noted to be leaking, visible crack in end/exterior plunger and appears to be crack on internal structure midway down. There was patient involvement and no harm was reported. No sign/symptoms of infection were noted after the cap change.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.